Manufacturer narrative:
The field service engineer (fse) noted that the wash station for the sample probe was not getting washed properly. The rinse level was very low. The fse then adjusted the rinse level. The customer performed calibrations and qcs with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable alb2 albumin gen.2 result for one urine patient sample tested on the cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. The reporter only realized that the qc was out of range after running the sample. The sample was rerun on this analyzer (analyzer a) and their other c 503 with serial number (B)(4) (analyzer b). The initial result from analyzer a was <1.2 mg/dl with a data flag. The first repeat result from analyzer b was 3.5 mg/dl. The second repeat result from analyzer b was 1.5 mg/dl. The reporter then centrifuged the sample. The third repeat result from analyzer a was 8.7 mg/dl. The fourth repeat result from analyzer b was 5.03 mg/dl. The reporter could not determine which is the correct result. The reagent lot number is 56089501 with an expiration date of 30-apr-2023. Refer to medwatch with patient identifier (B)(6) for the investigation of the cobas pro c 503 analytical unit with serial number (B)(4) (analyzer b).